Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/5/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: when was the needle popped off from the thread (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify could you kindly provide the lot number, please? Please provide the source or name of person providing answers to follow-up questions: when was the needle popped off from the thread (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the needle popped off after passing it through the tissue. Could you kindly provide the lot number, please? 103aqq. Please provide the source or name of person providing answers to follow-up questions: (please refer to the attached email), rn, cv supervisor/circulator. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle was popping off the thread. There were no patient consequences reported. Device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.